Manufacturer narrative:
The reported events were lead dislodgement and inadequate pacing and sensing thresholds. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of inadequate pacing and sensing thresholds was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead to be implanted exhibited high capture thresholds, low sensing, and was dislodgement twice. Physician did not believe the lead malfunctioned but the patient's diseased atrium was the issue. The atrial lead was replaced during the same procedure on (B)(6) 2023. Patient was stable.